Event description:
Patient reported "some pain off and on over the last year or so", rupture, concern with the product, and swelling. Additionally reported was "a positive auto-immune disease" which has been deemed not related to the device. This record is for the right side. Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold, wear abrasion. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.